Event description:
The pump was returned to animas. Product analysis evaluated the pump and found intermittent keypad button response, a missing button contact on the keypad, and contamination under the keypad button contacts. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: the keypad was found to have a hole in it next to the ok button and was torn off at the contrast button. The keypad buttons were tested and found that the up and down arrow buttons had intermittent response and the ok and contrast buttons were not responding. The keypad was removed and found that the contrast button contact was missing and contamination was found under the up, down, and ok button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).